Event description:
It was reported the subject device had a line on the screen. The issue occurred during a cholecystectomy procedure. A defect was noticed during the operation, resulting in a delay of about five minutes with no consequences to the patient. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d2a, d8, d9 - date returned to mfg, h2, h3, h4, h6, h11. Corrected field: g4 - 510k #. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed and found a broken cable causing lines in the image. In addition, the following reportable malfunction was identified: the fiber bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a line on the screen. The issue occurred during a cholecystectomy procedure. A defect was noticed during the operation, resulting in a delay of about five minutes with no consequences to the patient. There were no reports of patient harm.